Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using through hemosplit hemodialysis catheter. Prior to the procedure, it was noted that the product labels were not attached correctly, which resulted damage to the products inside the shipping package. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.